Event description:
Procedure type: nephrectomy. According to the reporter: the device became dull and could not cut tissue. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.